Event description:
During a pvi procedure, output issues resulted in a procedural delay. During pfa application, the generator error message, short circuit, was displayed. The generator was restarted, the guidewire and balloon were replaced but the issue persisted. The catheter was replaced which resolved the issue. The procedure was completed with no adverse patient consequences.